Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that after implantation this right ventricular (rv) lead showed increased thresholds. X-ray imaging did not show a change in lead position so the physician determined that it was micro dislodged and attempted to reposition the lead. The lead helix could not retract, so it was pulled out. As a result, a different new right ventricular (rv) lead was implanted. No additional patient adverse effects were reported.